Event description:
The actual device was used over a year ago to insert a peg tube. However, an x-ray taken on (B) (6) 2009, revealed that the stay-stitch was in the patient's abdomen wall, requiring local anaesthetic for removal by traction. No harm to patient reported.

Manufacturer narrative:
(B) (4). Expiration date unk as lot is unk. No product was returned to assist in this investigation. However, this device is provided with an instructions for use (IFU), in which it is stated: note: the suture may be left in place for two weeks while tract formation occurs, or it may be cut after gastrostomy placement. This releases the anchor into the stomach, allowing its passage via the gastrointestinal system. It is possible that since the device was left in place, rather than removing the stitches after two weeks (per IFU), that the anchor was not released into the stomach, allowing its passage via the gastrointestinal system. We will continue to monitor for similar complaints.